Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called and reported that the insulin pump had a critical failure, the pump screen was foggy, and would not let them do anything. The customer's blood glucose value was unknown at the time of the incident. Troubleshooting was not completed and no other details were provided as the caller was in a rush. The insulin pump will be returned for analysis.